Event description:
It was reported that during implant, high pacing lead impedance was noted when the lead was placed in the septal and apical positions. A new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.